Event description:
In review of published literature, these findings were noted. Frederico bastos goncalves, md, an jairam md, michiel t. Voute, md, adriaan d, moelker, md, phd, ellen v. Rouwet, md, phd, sander ten raa, md, phd, johanna m. Hendriks, md, phd, and hence j. M. Verhagen, md, phd, "long-term clinical outcome and morphologic analysis after endovascular aneurysm repair using the excluder endograft" copyright 2012 by the society for vascular surgery. Between (B)(6) 2000 and (B)(6) 2007, 144 pts underwent endovascular repair of abdominal aortic aneurysms using gore excluder aaa endoprostheses at (B)(6) medical center. The mean age was (B)(6) years. The 88% of the pts were male. The article describes one pt who underwent an open laparoscopic ligation of the ima and lumbar arteries.

Manufacturer narrative:
Additional info was requested but not provided by the physician; therefore, no investigation could be conducted.